Event description:
During placement of six 3m espe mdi implants for maxillary denture stabilization, two of those implants; mdt 2.4mm x 10mm mdi max with an o-ball head and collar ((B)(4)) and mdi 2.4mm x 13mm mdi max with an o-ball head and collar ((B)(4)) required surgical intervention to remove. The implants were being placed into tooth positions 8 and 9 in a patient with d3 bone when they fractured; at the time of fracture, torque wrench was being used for placement. A drill was used to create a trough around each of the implants to facilitate removal. At the time of fracture, the force recorded on the torque wrench was greater than 35 n-cm.

Manufacturer narrative:
All pieces of the two fractured implants were returned to 3m espe for evaluation and were found to be within specification. It appears that the implant fractures are due to cantilever loading. In this case the dental office used a torque wrench and indicated that the recorded force was greater than 35 n-cm, which is the minimum amount of force recommended by the 3m espe instructions for use. Since the exact force being applied was not reported to 3m espe, it remains unknown if the force actually exceeded the 3m espe IFU recommended maximum force of 45 n-cm.: this adverse event involved 2 different sizes of the same implant type (mdi max with o-ball head and collar). Therefore, two manufacturer reports are being submitted. This report refers to the second implant (mdi 2.4mm x 13mm mdi max with an o-ball head and collar ((B)(4)) involved and manufacturer report #3005174370-2014-00031 refers to the first implant involved (mdi 2.4mm x 10mm mdi max with an o-ball head and collar ((B)(4)).